Manufacturer narrative:
The event occurred in (B) (6). The device was found to meet spec.

Event description:
Caller reportedly received result of 0.3 mmol/l on the compact plus system. The result is outside the numeric range of 0.6-33.3 mmol/l of the device. Manufacturer's local lab also reported a value of 34.1 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). - (B) (4)

Event description:
Caller reportedly received result of 0.3 mmol/l on the compact plus system. The result is outside the numeric range of 0.6-33.3 mmol/l of the device. Manufacturer's local lab also reported a value of 34.1 mmol/l. No adverse event reported. Requested return of suspect device.